Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that both pitch cables were frayed on each side of the distal clevis. The cable strands were sticking out at the instrument's wrist. Instrument wrist was still functional but may not be precise. Additional observation not reported by the customer was main tube damage. The distal end of main tube had scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. No other damage found. Evidence not conclusive, but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint and main tube damage found during failure analysis do not itself constitute a reportable event; however, the malfunctions, if to reoccur, could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified frayed cables on both sides of the prograsp forceps instrument. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.